Event description:
The physician stuck the patient more than once before obtaining access for a catheter procedure. A 6f angio-seal evolution device was deployed in the patient's right femoral artery. After the patient left the catheter lab, their blood pressure and hemoglobin dropped. A cat scan diagnosed retroperitoneal bleeding. The patient received two units of blood and was reported to be stable. The physician stated that the groin puncture site was high and calcified. Also, the patient was coughing during the procedure due to a pulmonary infection and had vessel wall disease.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The IFU also instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The IFU also cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.